Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. A lead safety switch (lss) was triggered and changed the polarity of the lead from bipolar to unipolar configuration. It was noted that all impedance measurements before and after the one out of range measurement were within normal limittroubleshooting options. The rv lead and pacemaker remain in service and nos. Boston scientific technical services (ts) was consulted and discussed adverse patient effects were reported.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. A lead safety switch (lss) was triggered and changed the polarity of the lead from bipolar to unipolar configuration. It was noted that all impedance measurements before and after the one out of range measurement were within normal limits. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. The rv lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.